Event description:
The customer reported the passport 2 monitor displayed an error message, which may have resulted in loss of spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the unit. Corrections included replacement of the spo2 interface connector, power supply, and recalibration. The unit was tested to factory's specs. It functioned normally and was returned to use.